Event description:
Customer reports the aviva system produced a result of 16.0 (no claim that the device read in mmol/l). No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.